Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, call the insulin pump get really hot and stays hot until the next set change and then will get hot again, issue has been reoccurring. Customer didn't know her blood glucose level. Customer was concerned with overheating. Customer also mentioned the label at the bottom was turning black. Customer she didn't have the device as her doctor was having issues with the insulin pump and he threw it in the trash. Customer agreed to return the device for analysis.